Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the onyx material embolized an intended vessel. It was reported that after injecting onyx, the microcatheter was removed from treatment area. Upon removal of the microcatheter, the liquid onyx flowed into a vessel that was not intended to be embolized. It is unknown if the patient was symptomatic because of this event. No images are available for review. The devices were prepared and used per the instructions for use (IFU). This event occurred during the treatment of a type 2 endoleak. The vessel anatomy was reported to have been normal. Additional information received reported that the vessel that was inadvertently embolized was the rectal artery. The treatment location was the lumbar vessel feedtion a type 2 endoleak. The onyx injection was continuous. The wait time prior to removing the catheter from the onyx cast was 1-2 minutes. The catheter used was a medtronic echelon 10.